Event description:
It was reported that during an intracept procedure, the scrub technician inserted the diamond stylet into the introducer cannula. She grabbed the diamond stylet and bevel stylet from the mayo stand and put them on the back table. While doing so, both stylets poked a hole in the sterile drape on the back table. Both the scrub technician and circulating nurse checked the table and confirmed it poked through. A new intracept kit was opened to minimize infection risk. The procedure was completed as scheduled. There were no device issues and no patient complications. The patient is expected to fully recover. All devices were discarded and will not be returned for analysis.